Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse aligned the ancillary and sample probes, adjusted the ring calibration, changed worn wash guides and replaced the base reservoir cap as the long straw had snapped off. The quality controls at the time of the event were within acceptable limits. It is unlikely that the work completed by the fse was a contributing cause for the discordant result. A precision study was performed with the discordant patient sample and with a low troponin patient pool sample and was considered acceptable. The cause for the discordant advia centaur xp troponin ultra was most likely due to sample collection and handling. No conclusion can be drawn. Precision study results: discordant patient sample: (B)(6). Low troponin patient pool sample: (B)(6). The instrument is performing within specification.

Event description:
A false positive advia centaur xp troponin ultra result was obtained and found to be discordant with a redraw patient sample result and the patients' clinical picture. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp hbc total result.